Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that there were concerns the device was affecting his lifestyle. It was noted that the device has moved and cannot use his left arm and lay on his left side. Additionally, the patient stated that he received shocks when the patient was doing nothing and when the patient is being overworked. It was noted that the patient was scheduled for surgery on the device, but he does not know any specifics. Technical services (ts) recommended voicing concerns with the doctor. The device remains in use. No additional adverse patient effects were reported. It was later reported that the device and associated right ventricular (rv) lead were explanted at the patient's request. No further allegations or observations against the device were received. No additional adverse patient effects were reported. The explanted ICD was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that there were concerns the device was affecting his lifestyle. It was noted that the device has moved and cannot use his left arm and lay on his left side. Additionally, the patient stated that he received shocks when the patient was doing nothing and when the patient is being overworked. It was noted that the patient was scheduled for surgery on the device, but he does not know any specifics. Technical services (ts) recommended voicing concerns with the doctor. The device remains in use. No additional adverse patient effects were reported. It was later reported that the device and associated right ventricular (rv) lead were explanted at the patient's request. No further allegations or observations against the device were received. No additional adverse patient effects were reported. The explanted ICD was returned for analysis.

Event description:
It was reported by the patient with this implantable cardioverter defibrillator (ICD) that there were concerns the device was affecting his lifestyle. It was noted that the device has moved and cannot use his left arm and lay on his left side. Additionally, the patient stated that he received shocks when the patient was doing nothing and when the patient is being overworked. It was noted that the patient was scheduled for surgery on the device, but he does not know any specifics. Technical services (ts) recommended voicing concerns with the doctor. The device remains in use. No additional adverse patient effects were reported.